Manufacturer narrative:
It was reported that left hip revision surgery was performed due to pain, difficulty walking and work up consistent with metal reaction. During the revision the bhr head was removed. The bhr cup remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. This is a re-opened legal case that reports nine years post implantion of a left bh this (B)(6) female with a complaint of pain, difficulty walking and a work up consistent with a metal reaction, underwent a revision ltha. Although the first revision report was not provided, it was noted in the second revision operative report the cup/acetabulum was not revised at the time of the surgery due to surgeons' concerns over the patient's previously altered mental status and the surgeon's desire to shorten the patient's anaesthesia time. Without the intra-operative report, pathology reports, the metal ions, or the explant the source cannot be confirmed. However, based on the information provided the root cause of the revision was likely due to a peri-prosthetic fracture. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that left hip revision surgery was performed due to pain, difficulty walking and work up consistent with a metal reaction.